Manufacturer narrative:
The patient was revised to address pain. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combination since release to distribution. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ppf alleges pseudotumor.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain.

Manufacturer narrative:
(B)(4).

Event description:
Update sep 13, 2017: pfs and medical records received. After review of medical records for MDR reportability, it was stated on the clinic visit note ((B)(6) 2016), that MRI shows like fairly classic alval formation extruding from the anterior superior joint as a sinus tract into fairly cystic fluid-filled structure. Findings are in keeping with a local metallosis reaction. Chromium level was normal, while cobalt was mildly elevated at 7.4 ug/l. Added laboratory findings. There is no revision notes provided. Updated the part and lot information of the head and stem. This complaint was updated on: oct 05, 2017.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.